Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Pt suffered a cardiac arrest after the injection of the bone cement, during placement of her prosthesis right total hip replacement revision.